Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a revision procedure post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a2, a4, b3, b4, b5, b7, d1, d2, d4, d6a, e1, g3, g4, h1, h2, h4.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain, instability, hyperextension and implant fracture. Revision operative report noted instability, hyperextension, and mild flexion laxity upon exam, negative for infection. Upon flexion of knee noted polyethylene post fractured and 2 screws from plate medially were proud and removed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the post feature has fractured off. Sem analysis found the fracture of the post was caused by overloading possibly exacerbated by impingement of the femoral on the posterior base of the post. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is pain was reported in july, instability, hyperextension, and flexion laxity upon exam. Polyethylene post was fractured, and 2 screws from the plate were proud and removed. Rom was 125 degrees. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.